Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module. The initial result was 2.9 mg/dl. The sample was repeated on a different module with a result of 8.9 mg/dl. The sample was repeated on the module in question with a result of 8.9 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the rinse tube assembly, the reaction bath degasser, the pump head, the driving disk assembly, and other tubing. Based on a review of worldwide data of qc recovery, a general reagent issue was excluded. The investigation determined the event was due to a maintenance issue.